Event description:
It was reported that the hv lead impedance had increased. No further nformation was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.